Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported a right side deflation. Device remains implanted.

Manufacturer narrative:
Device analysis: the device related to the reported event of deflation received on (B)(6) 2021 with lot number 2077428. Analysis of the returned device identified: opening curved on radius and white particles inner device leak test and microscopic analysis was performed which identified: opening crease smooth on radius, wear abrasion, creases fold ad observed void >1 mm in non-textured, valve-to shell-bond area. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is: an opening crease smooth on radius assessed as fold flaw opening. Additional, changed, and/or corrected data: b.5, d.6b, d.9. H.3, h.6.

Event description:
Device has been explanted.